Event description:
Philips received a complaint on the v60 ventilator indicating that the device started delivering airflow on its own while powered off. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The air supply started automatically when the power was off and no input was provided. After the device was collected, the issue could not be reproduced within the office. This investigation is ongoing.

Manufacturer narrative:
(B)(6).